Event description:
Since late march 2025 to the present, my automatic insulin delivery system (aid), which consist of a tandem t: slim x2 insulin pump (x2) and an abbott freestyle libre 2 plus cgm sensor (cgm) has had intermittent out or range errors that last for extended periods of time, anywhere from minutes to hours, which happen at various times. I've contacted both tandem and abbott freestyle (freestyle) about the problem. Tandem thinks that it was either a malfunction or, more likely, some radio interference that is affecting the radio communication between the cgm and the x2. But neither tandem or freestyle know what the cause of the problem is and neither of them have a solution, though tandem has replaced the x2 and freestyle has replaced the cgm. This is a serious problem that has already worsened the my diabetes by causing an increase in my aic average, and exposed me to hyperglycaemia and the more dangerous hypoglycaemia, which could result in coma, serious injury, or even death. Yet neither tandem or freestyle have an answer, though both have replaced their respective products and had me return their respective products to them for analysis. Their position seems to be that it is likely radio interference, but they won't say that and, of course, can't know that, since neither has been to my home to test for that. If there is a malfunction in my aid system's device, I want to know what it is and have it corrected or have the malfunctioning device removed from the market. If it is radio interference, with FDA or fcc needs to forthwith deal with that issue so that my aid system can be therapeutically effective, as it was for a long period before the problem discussed, supra. I began my x2 pump therapy on (B)(6) 2024. Ref report: mw5170390.

Event description:
Additional information received on 6/4/2025 for report mw5170391. Update to original complaint and copy of complaint that I filed yesterday at (B)(4). The new fact, infra, is abbott freestyle's admission that it has a systemic failure with its abbott freestyle libre 2 plus cgm sensor having false out-of-range errors that prevent that device from providing glucose readings for compatible aid, automatic insulin delivery, systems causing both hyperglycaemia and hypoglycameia. That is where we left it, until 31 may 2025, when abbott's representative, (B)(4), admitted that it, abbott freestyle, is having a systemic problem with its abbott freestyle libre 2 plus cgm sensor, that is causing false out-or-range errors, which prevent the abbott freestyle libre 2 plus from giving cgm readings to the tandem t:slim x2 pump. Ref report: mw5170390, mw5170390-1.